Manufacturer narrative:
Device evaluation: the distal shaft was kinked 14.4cm distal to the guidewire entry port. The stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 1st distal stent wrap with struts raised. There was deformation to the distal tip. (B)(4).

Event description:
The physician intended to use two resolute integrity 3.0 x 15mm drug-eluting stents. No difficulties were noted when removing the device from the hoop. There was no damage noted to the packaging, i.e. Shelf carton, hoop/ tray. It was confirmed that the stents were completely in tact with no issues noted when removed from the sheath. Negative prep was performed on the devices. The stents were reported to be deformed when in the body being pushed up against heavily calcium in a cto vessel, following many pre-dilations.